Event description:
A user facility reported that one (1) patient sustained burns and blisters to the leg following treatment with a pollogen legend + rf device. No report of medical intervention was received from the user facility other than the initial report. Additionally, the user facility suggested the use of bacitracin, an over the counter antibiotic ointment to the patient.

Event description:
A user facility reported that one patient sustained burns and blisters to the leg following treatment with a pollogen legend + rf device. No report of medical intervention was received from the user facility other than the initial report. Additionally, the user facility suggested the use of bacitracin, an over the counter antibiotic ointment to the patient. The legal manufacturer ((B)(4)) was notified of the initial report.